Manufacturer narrative:
(B)(4). UDI: n/a. Concomitant medical products: associated products: ref# (B)(4), vngd ps tib brg 12x71/75mm, lot # 741410; ref# (B)(4), vanguard fem pegs set 2, lot # 554950; ref# (B)(4), series a pat std 31 3 peg, lot # 677510; ref# (B)(4), van ps open intl fem-lt 65, lot # 718900. Foreign source: (B)(6). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k945028. Product not returned by the hospital.

Event description:
It was reported that a patient underwent an initial (left) knee procedure on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2019 due to query infection/aseptic loosening. Specimens were sent off to the lab and a synovasure test was performed. A large synovium was present and excised. All specimens returned negative results for infection. Femoral component was well fixed and was removed with osteotomes and reciprocating saw. The bearing was then removed. The tibial component was completely loose and was able to be removed without any force.